Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer was reporting of a past event. The customer¿s blood glucose level was 186 mg/dl. The alarm did not occur during manual prime process. The customer stated the event was resolved with a complete infusion and reservoir set change. The product will not be returned.